Event description:
Procedure type: for laparo. Patient gender: unknown. According to the reporter: the fin broke off the device and it disengaged into the cavity. The piece was retrieved. Used other device. No bleeding. No tissue damaged. Not extended more than 30 minutes. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B)(4)